Manufacturer narrative:
At this time, product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a low readings issue with the freestyle libre sensor. It was reported that sensor readings were not increasing after eating. Healthcare meter readings of 15.7 mmol/l, 17.4 mmol/l, and 14.7 mmol/l were obtained, as compared to scans of 4.3 mmol/l, 5.1 mmol/l, and 4.9 mmol/l. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was treated with insulin injection. There was no report of death or permanent injury associated with this event.